Event description:
A surgeon reported that a male who received op-1 putty for a revision of a spinal fusion experienced swelling at the incision site and a fever of 102 degrees f (onset 2005). The fever resolved. Outcome of the incision site swelling is unknown. Causality was not reported. The events were deemed nonserious.